Event description:
It was reported that at follow-up, device interrogation revealed ineffective therapies for vt/vf. The physician believes that episode is a vt storm. All electrical values are normal. The device was reprogrammed with all shocks at maximum energy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.